Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp stated that the patient was re-educated on best charging techniques and has resolved the issues.

Event description:
The consumer reported that they were charging too frequently and charge with a consistent eight coupling bars but can't recharge implant to 100%. The patient had difficulty recharging since implant and had an appointment with a manufacturer representative. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.